Event description:
Ous MDR - after an implantation period of about 73 month, oversensing with inappropriate therapy was reported. The lead was removed, but not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been analysed and shows oversensing with inappropriate shock delivery in 2012. The inappropriate shocks that led to the replacement of the lead in (B)(6) 2015 cannot be confirmed from the available data. Should additional information or the device itself become available for analysis, the investigation will be updated.